Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent high blood glucose (bg) levels (300s mg/dl) with a trace amount of ketones and a correction bolus was delivered to address the bg. The contact reported that the high bg was related to the customer not being "very strict when managing the bg" levels. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.